Event description:
It was reported, that the subject device had black and fuzzy picture on screen. The issues were found in preparation, for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black and fuzzy picture on screen. The issues were found in preparation for an unspecified therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and due to additional information received. Updated fields: b5, d9 - date returned to mfg, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable, deep scratches on the charged couple device (ccd) lens but not showing on image and failed leak test. Olympus will continue to monitor field performance for this device.